Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was 146 mg/dl. The customer reported that they had pump error alarm and kept beeping. Customer reported that they were unable to clear the alarm. The insulin pump will be returned for analysis.